Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed ulceration in left axilla 18 days post miradry treatment. Prophylactic systemic antibiotics (keflex), antibiotics ointment (mupirocin), hydrocolloid dressing (duoderm), intralesional tac injection, and im antibiotic injection (cephalexin) were prescribed. The patient reported slight improvement 6 weeks post-treatment.